Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis. The cause of the peritonitis was unknown. Treatment for peritonitis was unknown. The patient was discharged from the hospital after seven days. The patient has recovered from the peritonitis. The patient was retrained on aseptic technique. Dianeal therapy was ongoing. No additional information is available. This is report 4 of 4.

Manufacturer narrative:
(B)(4).a review of all batch record documents was performed for potentially associated lot numbers h13c07061, h13c11048, and h13e17016 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.